Event description:
Patient's pulse oximeter alarms were checked at 01:00 and 03:38. Breathing treatment administered at 03:38 by respiratory therapist. Code blue was called approx 30 minutes later at 04:15 when a nurse making rounds discovered pt cyanotic and pulseless. Discovered that the external pulse oximeter alarm cable had become disconnected from the back of the pulse oximeter, since only the internal pulse oximeter alarm was audible. The external pulse oximeter alarm was not alarming. Nursing staff and rt staff verified that external alarm had been disconnected.